Event description:
A customer reported that the micro reflux did not work "not available" during a procedure. The pt's retina tore as a result. Additional info provided from a company representative indicated that the pt was being treated for a pre-existing tractional retinal detachment, with perfluoron followed by fluid/air exchange. The surgeon thought he saw some perfluoron behind the retina and aspirated it into the cannula. At this point, the surgeon pressed the foot pedal button for micro reflux but none came. The doctor noted the retina tore when trying to extricate the flap of retina in the cannula. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).